Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic due to steadily increasing impedance measurements. The pacing lead impedance was still within normal range. No anomalies were noted via fluoroscopy. The patient will be monitored and the lead remains implanted.